Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
According to available information, malfunction: wouldn't pump up. Device was thrown away. No adverse patient effects were reported.